Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer of the catheter. The catheter was dissected for further inspection the flushing difficulties. It was revealed that the flush tubing was break from the luer causing the reported flushing issue. Under microscope and with uv light, it was able to observe that there was separation between the flush tubing and the luer. The reported event was confirmed via analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter side port was leaking when flushing was performed. Despite this, the physician contintued to use the catheter for the procedure as air was not getting in. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter side port was leaking when flushing was performed. Despite this, the physician continued to use the catheter for the procedure as air was not getting in. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.